Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 38836-2017-21997. During follow-up, it was revealed that the r wave signal was low causing t-wave oversensing. The lead was explanted and replaced during and ICD device replacement procedure. The patient is in stable condition.